Manufacturer narrative:
The actual device was returned to cardinal health for evaluation. Visual inspection of the returned device showed the shuttle cartridge engaged to the handle and with the procedural sheath pulled back against the shuttle. The balloon was stuck inside the advancer tube and the sealant was not returned. The distal tip of the balloon was inverted and balloon material was bunched up at the distal end of the advancer tube. The review of the lot history record (f1621001) indicated that a visual inspection step that was added did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the probable cause of reported device failure is balloon distal tip inversion. The profile of an inverted distal tip could present resistance at the advancer tube resulting in the device jamming during balloon retraction. However, the root cause of the distal tip inversion could not be conclusively determined. The mynx instructions for use (IFU) instructs users to "maintain light tension to keep the balloon abutted against the arteriotomy or venotomy". Over tensioning the device when pulling back the catheter can cause the distal tip of the balloon to become inverted. This type of failure is being further investigated. Should additional relevant information become available, a supplemental report may be filed.

Event description:
It was reported that the mynxgrip 6f/7f vascular closure device could not be removed through the white advancer tube after the balloon was deflated. The mynx device was being used in conjunction with a 6f procedural sheath for arterial closure following a diagnostic coronary procedure. During prep, 100% saline was used to fill the mynx balloon. After the 2 minute wait time following sealant deployment, the balloon was deflated. The user then tried to pull out the balloon catheter, but it would not come out of the advancer tube lumen. Everything (balloon catheter and advancer tube) was removed together and hemostasis was successfully achieved from the mynx deployment. There was no report of patient injury. The patient was not hospitalized and/or hospitalization was not extended as a result of this incident.